Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeons are: dr. (B)(6). The revision surgery was performed by dr. (B)(6) at the same healthcare facility. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a vaginal hysterectomy with removal of adnexa, repair of anterior compartment, vaginal approach and sling procedure for stress incontinence performed on (B)(6) 2016. As reported by the patient's attorney, after the procedure, the patient has experienced ongoing abdominal and pelvic pains which were aggravated by moving bowels, opening bladder and especially during intercourse. She also had frontal headaches and was diagnosed with tension vascular headache. Reportedly, panadol helped with the pain. The patient was also prescribed with cymbalta 30mg and cymbalta 60mg. A brain CT scan was taken and had normal results. On (B)(6) 2018, the patient had a revision surgery for gynaecological examination. During the surgery, a small area of erosion was found on the right side of anterior aspect of vagina (1x0.5cm). The exposed mesh was then removed and oversewed. After the mesh removal, the patient has continued to experience the symptoms.